Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose. Customer's blood glucose was unknown at the time of incident. Customer stated she bottomed out last night and treated low with full bottle of (B)(6) which caused the high. Customer also stated that the customer's blood glucose was over 600 mg/dl when she woke up, patient's current blood glucose is 438 mg/dl. Customer treated.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.